Event description:
Pt positioned with neck extended. Bronchoscope advanced to tip of et tube, et tube pulled back to 18cm & held in place. Percutaneous trach placed, et tube & bronchoscope removed from mouth with bronchoscope immediately introduced into tracheostomy tube. Blood pading in trachea. Pt coded & was resuscitated. Bronchoscopy revealed an abrasion of the membranous portion of posterior trachea. Pt expired on 1/15/98 - ufc support systems removed.